Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet touchscreen cracked after the device was dropped from a pocket, resulting in an inability to unlock or operate the screen and loss of watertight integrity; a replacement ilet was arranged and the original unit was returned. Symptoms included no reported changes in blood glucose levels. Outcomes included interruption of pump use and transition to backup therapy as needed, with the patient instructed to continue cgm via the dexcom app or receiver and to shut down the damaged device to avoid further alerts. Investigation included review of the event details and verification of device return logistics. Investigation of this device revealed physical damage to the touchscreen rendering the user interface nonfunctional and compromising enclosure integrity, consistent with external damage to the display component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental dropping.